Event description:
A malfunction alarm was reported by a customer through an international distributor in france. There was no information provided regarding any impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.